Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in china has reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an opt314 optiflow junior neonatal nasal cannula was detached from the cannula end during use on a patient. It was further reported that the cannula was replaced to continue therapy and that there was no patient consequence.